Manufacturer narrative:
Historically for complaints of this nature, the returned perforators have been visually inspected as received, disassembled and cleaned, and then visually and dimensionally inspected. No discrepancies have been found. The perforators have been reassembled and were functionally tested for cutting and drilling. They've been found to meet specification requirements. The reported condition could not be duplicated. Reviews of the device history records have been found no discrepancies. The complaints have not been confirmed. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode is made available. Otherwise, the complaint is considered to be closed at this time.

Event description:
Rep reported that the perforator only went through the skull half way. It stopped at the middle mantle as opposed to stopping as soon as it goes through the inner mantle. This particular perforator was used to make four burr holes. It only went all the way through one of the four times. This added approximately 40 minutes to the case.